Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown/not provided. Lot number unknown/not provided.

Event description:
Doctor indicated loosening of the iuniht abutment screw.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.